Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d8, d9, g1, g3,g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion)h11. It was reported that during use the cs100 intra aortic balloon pump (iabp) had iab balloon trigger / signal - malfunction. The balloon waveform was abnormal during use. It returned to normal after the hospital replaced it with the same model machine, and no personal injury was caused. The user adjusts the balloon position and returns to normal. The machine itself was not faulty and it returned to normal after the user adjusted the balloon position.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) balloon waveform was abnormal. It returned to normal after the hospital replaced it with the same model machine. There was no personal injury reported.

Manufacturer narrative:
Due to character restrictions in block e1 phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.